Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor alarmed a change sensor alarm after 3.5 days. Customer's blood glucose at time of incident was 160 mg/dl. Customer's sensor glucose at time of call was below 40 mg/dl and blood glucose was 466 mg/dl. Sensor glucose and blood glucose difference was greater than 30%. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.